Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed atrial pacing at indicated rate during a slow ventricular tachycardia. Several vt intervals fall into cross chamber blanking.